Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a button error on his insulin pump. His blood glucose level is 140 mg/dl. Customer was eating dinner when the alarm occurred. He was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, scratched keypad overlay and cracked battery tube threads.